Manufacturer narrative:
H.6. Investigation: no samples have been received for evaluation due to an issue with tnt. Please understand this is a rare occurrence and we apologize. Should the sample be received we will re-investigate and respond back to you with the results. Two photos of the top web was provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue as no physical samples or photos of the device were received. A device history record review found no non-conformances associated with this issue during production of this batch.CAPA#1379444 was initiated.

Event description:
It was reported that 7 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: I have just phoned to report 4 cases of a faulty valve in our bd prosafety venflons in the last week and since then 3 more reports have come in so needs urgent attention. The fault seems to be when the injection port is used to inject a drug after insertion, the safety valve seems to rupture and then blood pours out of the injection port and it has to be hastily removed, causing significant danger in an anaesthetised patient. I have only had one picture of the packaging sent in to me and one other lot number that matched this but all seems to have occurred in 16g cannulae so far. I have asked my anaesthetists to remove the affected batch number from theatres but haven¿t had a chance to see in our store if we have any others to use as am in clinic.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter:I have just phoned to report 4 cases of a faulty valve in our bd prosafety venflons in the last week and since then 3 more reports have come in so needs urgent attention. The fault seems to be when the injection port is used to inject a drug after insertion, the safety valve seems to rupture and then blood pours out of the injection port and it has to be hastily removed, causing significant danger in an anaesthetised patient. I have only had one picture of the packaging sent in to me and one other lot number that matched this but all seems to have occurred in 16g cannulae so far.I have asked my anaesthetists to remove the affected batch number from theatres but haven¿t had a chance to see in our store if we have any others to use as am in clinic.